Manufacturer narrative:
Additional information was added to d4, h4, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the photograph showed the device containing fluid in its bladder and a green arrow pointing to the fill port where the leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked around the top of the pump. This occurred after priming prior to patient use. The device contained fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number and expiration date UDI are unknown since the lot number is unavailable. Should additional relevant information become available, a supplemental report will be submitted.